Event description:
Three gore viabahn endoprostheses were used for the treatment of a lower arm av fistula aneurysm. Access was reportedly gained via femoral access. The first device was placed without incident. A second device was deployed distal to the first placed device. Following the successful deployment of the second device, the deployment line would not release. In an attempt to remove the deployment line, the physician pulled the line harder causing the deployment line to break near the deployment knob. The delivery catheter was removed but the deployment line was then cut at the access site and a third device was successfully deployed distal to the second device. The access site was closed with the second device's deployment line remaining in the pt. The physician continues to observe the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.